Event description:
Procedure type: hernia repair. According to the reporter: balloon broke when test inflated. Opened a new one. There was no report of pieces falling into the cavity or impacting the pt. Also, there was no report of the operating time and incision being extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 03/09/2009.